Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had read high (>500 mg/dl). In addition the patient reports the pods cannula had not deployed upon initial activation. As treatment, the patient administered manual injections of insulin and applied a new pod.